Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 8700269. Photos were available and we could see particles in the seringe coming from the balloon. Additional information were received by the hospital, the balloon was inflated with nacl (sodium chloride) . However, according to our IFU sh2115: "inflating the balloon: "inflate the balloon with sterile water to the volume indicated on the package label". The use of sodium chloride could explain the presence of dirt/flakes in the balloon contents and can make it difficult or impossible to deflate the balloon. Checking quality database revealed no anomaly in connection with the described problem.

Event description:
According to the available information, the doctor sustained a small puncture wound to the right index finger.

Event description:
According to the available information, the balloon valve has started to rupture, and the balloon could no longer be emptied. Afterwards it turned out that there was grit/dirt near the balloon valve and also in the catheter tube. Three weeks after the new catheter was placed, there was dirt/flakes in the balloon contents.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.